Event description:
Right upper and middle lobectomy procedure. Ralc30v dlu calibrated normally, closed on the pulmonary artery and made an unusual sound before getting into firing range. The firing sequence had three distinct sounds rather than the normal two sounds of firing and opening. The surgeon was concerned regarding the integrity of the pulmonary artery, even though the staple line was intact and normal. He felt that there was peripheral damage to the pulmonary artery, which was reinforced with sutures.